Event description:
It was reported that during a routine check by the customer prior to connecting to the patient, the cs100 intra-aortic balloon pump (iabp) system fails during autofill. No patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: d5, e2, e3. Additional information: event site postal code: (B)(6). A getinge field service engineer after checking the unit, suspected solenoid driver board and drive manifold both part require. As per complaint system failure error is coming, check the machine open the compressor found 5000 hours kit faulty need to replace then further diagnose will be possible. Also it is recommended to replace 1000 hours safety disk for better performance of machine. Parts are not replaced yet, waiting for parts. Unit not cleared for customer use. No further information available. If any additional information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Event description:
It was reported during customer use, the cs100 intra-aortic balloon pump (iabp) system fails during autofill. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h3, h6 (component codes and investigation conclusions), h11. Corrected fields: e2, e3, g2. A getinge field service engineer after checking the unit, suspected solenoid driver board and drive manifold both part require.* 13-feb-24* as per complaint system failure error is coming, check the machine open the compressor found 5000 hours kit faulty need to replace then further diagnose will be possible. Also it is recommended to replace 1000 hours safety disk for better performance of machine. Stand by compressor is connected to machine and machine test working ok. Machine test for more than 1 hours working ok. Handover the machine to customer with stand by compressor in proper working condition. On 13-june-24 remove the standby compressor and replaced 5000 hrs kit (d040-00-0147) and safety disk (d997-00-0985-01) then check machine working ok. Done all functional test, safety disk test, pneumatic test then check machine for more than 1 hours working ok. Handover the machine to customer in proper working condition.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a